Event description:
Customer reportedly received results of 12 mg/dl and 350 mg/dl within 10 minutes on the active s system. No adverse event reported. Requested return of suspect device and replacement was sent.